Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 12,674 joules of use. The procedure was completed using a second fiber. Pt outcome: "the fiber was replaced without incident. The pt experienced no adverse effects from the failed fiber or fiber change. The procedure was completed without incident".

Manufacturer narrative:
Device refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.